Event description:
It was reported that the tesio catheter was leaking when being flushed but not when the pt was on dialysis. The leak appeared to be where the lumen meets the extension. The catheter was scheduled for replacement.